Event description:
It was reported while a patient had been wearing a pod the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patients reported blood glucose level was over 250 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.